Manufacturer narrative:
(B)(4). The desktop charger (dtc) (serial #(B)(4)) was returned and analysis found the dtc to have a broken connector, which was replaced.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type 1. It was reported there was a loose connector pin. The patient had not been able to recharge and her baseline pain returned the day prior to this report and she had "no energy from it." The patient's implantable neurostimulator (ins) depleted the charge that it had the day prior to this report and the patient's symptoms returned. The patient felt sick from a lack of energy. The patient charge in her ins usually lasted 3-3.5 days. The patient last recharged her ins on (B)(6) 2015, five days prior to this report. The patient got something on her implantable neurostimulator recharger (insr) screen that she had never seen before. The patient got a screen with a the battery charger with a line through it and was described as a lightning bolt/fuse. It was reviewed that the screen was normal if the patient was attempting to turn on her stimulation and the ins was not charged up enough. The patient tried to charge the ins, but it had icons that she had never seen before. The patient felt her ins was the issue and wanted to replace it. It was noted that the metal connector plug was very loose. If additional information is received, a follow-up report will be sent.